Event description:
It was reported that the patient has pain without any trauma. Impairment of right hip.

Manufacturer narrative:
Additional devices listed in this report: cat # 540-01-58g, lot # 7942001, description: trident ad acetabular shell no holes without ha; cat # 6265-1-017, lot # 5811501, description: meridian tmzf hip stem #8/18; cat # 63640136, lot # gb797719, description: v40(tm). Alumina femoral head 36mm dia. (V40 taper). It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding pain due to a fractured ceramic liner involving a trident alumina insert was reported. The event was confirmed. A visual analysis confirmed that the trident alumina insert had fractured. A material analysis confirmed no material or manufacturing defects were found. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of the condition of the returned device. The primary fracture surface or the fracture origin could not be found while examining the returned pieces of the ceramic insert. Furthermore, a meaningful clinical dictation could not be completed as no x-rays were returned. If x-rays were returned, it may be possible to determine the root cause of the fracture.

Event description:
It was reported that the patient has pain without any trauma. Impairment of right hip.